Event description:
It was reported that when an asymptomatic patient presented in the operating room for normal generator change-out, externalized conductors were observed. No electrical anomalies were observed. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).